Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Completed information for section a1 - patient identifier: sids (B)(6), all available patient information was included. Additional patient details are not available.  This report is being filed on an international product, list number 07p60-77, which has a similar product distributed in the us, list number 07p60-21/-31.

Event description:
The customer observed a false negative alinity I syphilis tp result generated for a female patient sample. The following data was provided (customer¿s reference range <1 s/co): 22sep2024 sample ID (B)(6) initial result = 0.77 s/co, (B)(6) 2024 sample ID (B)(6) result = 12.16 s/co, 12.53 s/co, 12.11 s/co, 12.76 s/co, 12.60 s/co yhlo platform = positive colloidal gold platform = positive. There was no impact to patient management reported.

Manufacturer narrative:
Additional information section h4 - device mfg date. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing of a retained reagent kit. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Trending review did not identify any trends for the issue for the product. Device history review did not identify any potential non-conformances, non-conformances, or deviations with lot 62010be01 and complaint issue. In-house testing of a retained reagent kit of the complaint lot was performed. All specifications were met, and no false non-reactive results were obtained, indicating that the lot generates the expected results. (Note: lot 62010be01 is a china specific lot and is identical to lot 62010be00. Both contain the same bulk material and are identical except the labeling of the outer package). Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency with the alinity I syphilis tp reagent lot 62010be01, was identified.

Event description:
The customer observed a false negative alinity I syphilis tp result generated for a female patient sample. The following data was provided (customer¿s reference range <1 s/co): on (B)(6) 2024, sample ID (B)(6), initial result = 0.77 s/co, on (B)(6) 2024, sample ID (B)(6), result = 12.16 s/co, 12.53 s/co, 12.11 s/co, 12.76 s/co, 12.60 s/co. Yhlo platform = positive. Colloidal gold platform = positive . There was no impact to patient management reported.